Event description:
Report received of a nondelivery on the secondary line. The primary line of the pump was delivering an unspecified volume of normal salie at an unspecified rate. The nurse programmed the secondary line to deliver 100ml of an unspecified time, the nurse returned to the pt's room and noted that the pump was alarming vtbi (volume to be infused) complete. Reportedly, the secondary had not infused, but there was unintended fluid missing from the primary bag. The nurse re-programmed the pump to deliver the secondary. After the device alarmed that it had completed the infusion a second time, she again noted that the secondary had not infused. A second nurse programmed the pump a third time and when the knob was turned to run, she noted that the pump display was incrementing as though fluid was being delivered from the secondary line. However, the fluid was reportedly being drawn from the primary container and not the secondary container as intended. There were no reported adverse pt effects and no medical interventions required. Though requested, no additional info was provided.